Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a tiny cut in the insulation caused energy to directed out of the shaft of the monopolar curved scissors instrument. The instrument was replaced. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pad printing had been removed from the tube extension close to the reinforcement ring. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was the main tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.